Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device exhibited a ventricular tachycardia (vt) episode at which time shock therapy was successfully delivered and the episode ended. Subsequently additional episodes were exhibited; two of which were recorded in the vt and vf zones. Neither episode satisfied shock therapy requirements set forth in the internal algorithm and only atp was delivered. The patient later passed away. The device has been explanted and is intended to be returned for a post market evaluation to assess performance. The cause of death has not been communicated; however, an autopsy is expected. The boston scientific field representative reported no recent programming changes nor any performance anomalies, prior to the episodes preceding the patient's death.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header, lead barrels and case, noted no anomalies. The memory review noted no faults or resets and battery status was in beginning of life (bol). The device's stored episodes were also thoroughly reviewed. Based on programming and design operation, engineers confirmed this device operated appropriately during the episodes in question. Shock therapy was delivered when tachy rate satisfied requirements; however, charging diverted when rate fell below the tachy zone in v 61. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device has been archived as meeting specifications.

Event description:
--